Event description:
The pt underwent implantation of a synchromed pump and the catheter in 1999 for intrathecal infusion of intrathecal morphine for non-malignant pain/failed back surigery syndrome. The pt's atty contacted the MFR alleging "months following the surgical procedure, the pt developed increased pain, pain at the pump site, and complained monthly to the hcp of this increase in pain. The pt also advised the hcp the they had developed problems with their legs, such as swelling, numbness, weakness and falling. ... In approx the latter part of the year 2000, the pt became unable to walk and sought a neurological consult on their own. Pt had the pump and catheter removed in 2000, wherein the catheter was found inside their spinal cord. The pt's spinal cord was destroyed by what appeared to be an abscess between levels t9-t12. The pt is now a permanent paraplegic."